Event description:
It was reported that the patient sought medical attention for a skin reaction attributed to the pod adhesive, which occurred while wearing the pod for approximately 49 to 71 hours. Reported symptoms included redness and itching at the pod application site, as well as open wounds resulting from scratching. The patient visited a dermatologist on (B)(6) 2026, for an approximately one-hour consultation, during which the condition was diagnosed as an allergic reaction. Treatment with a prescribed cortisone ointment was initiated, leading to improvement with mild residual symptoms. A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.